Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 465 mg/dl at the time of the incident. Customer stated reservoir compartment damaged and battery cap also damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery tube. Unable to test the displacement test due to blank display. The pump was received without the original battery cap. Bunable to verify battery cap damage. The pump was also received with partially broken reservoir tube lip, broken battery tube threads, case cracked at the corners of the display window, missing end cap sticker, stained address/serial number label, and minor scratched lcd window. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.